Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a button contact defect, and contamination under keypad button contacts. This report is made based on results of investigation completed on 12/01/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings:during testing, the pump was powered on and the display screen appeared discolored. During testing, the contrast keypad button was unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. The contrast button contact was also missing. Unrelated to these issues, the keypad cover was observed to be peeling. (B)(4)